Event description:
The customer returned their loaner endoeye hd ii video scope device as a routine asset return. Upon inspection and testing of the returned unit on (B)(6) 2023, it was discovered that the device video cable was broken, and therefore the image was completely purple. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image produced by the device was completely purple due to a broken video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to a defective cable. Olympus will continue to monitor field performance for this device.